Event description:
Heating pad was returned to retailer without a complaint noted. No injury or property damage was reported with this incident.

Manufacturer narrative:
Over flexing and twisting is abuse of the product, and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product. See scanned page.